Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had primary total hip replacement, was ambulating on the stairs when her leg twisted and she immediately felt pain. Patient was taken back to the or for treatment for a periprosthetic femur fracture (b2). Femoral component and ceramic head were replaced.